Manufacturer narrative:
The product family for this women's healthcare product is unknown. Therefore, we are unable to determine the associated labeling and (B)(4) to review. Although the product family is unknown, the women health product IFU's are found to be adequate based on past reviews.

Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the problem implanted, the patient has experienced erosion of her internal bodily tissue, significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and has sustained permanent injuries. The litigation does not specifically state which product was used on the pt; therefore, an unknown complaint is being entered. Additional info has been requested but not yet received.